Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens. After delivery of the iol and during surgery, the lens was removed and replaced secondary to capsular bag damage. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l and evaluated. The visual inspection revealed no visible defects. The lens was measured and all dimensional measurements were found to be within specifications.